Manufacturer narrative:
A software investigation, including a review of software logs, indicated there was an issue with the software. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: software, 9735585, stealthstation cranial, version (B)(4). A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue was determined to be isolated to the specific patient exam. Per the site, they deleted the patient after it happened, reimported exams on same machine and it was fine for case. They then, per their current protocol, deleted patient after the case. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after advancing into the planning task the cranial application will restart. Update from the manufacturer representative stated that they isolated the issue to a bad image series. No patient was present at the time of the event.